Event description:
It was reported that a cartridge alarm occurred during insulin delivery. It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. A correction bolus was delivered to address bg. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.